Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient contacted lfs alleging that her one touch ultra meter was prompting the three dashes (---). The patient reported that she took insulin following the attempted use of the meter and contacted a medical professional for advice; however, no further treatment was sought. The patient neither alleged harm nor experienced injury or medical intervention. The customer service rep walked the pt through resolving the issue and the meter would only prompt the three dashes. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter and test strips were replaced.